Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the display on the patient's infusion device was failing and was affecting the values displayed. No adverse event was reported. The infusion device was requested to be returned for product evaluation.